Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 20, 2020. Follow up was completed with the customer. The customer stated that the complaint is not valid as it was an internal customer communication issue. There was not an issue with the terumo shipment. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received. This is an internal issue and not a complaint.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The subsidiary reported to terumo cardiovascular that during quality inspection, they noted excess items. No patient involvement.